Event description:
The customer's family member called to get assistance with reprogramming the pump. It was indicated that the customer may have gotten an error alarm because the customer was unable to change the batteries in time. It was reported that the customer was treated by the paramedics due to lbgs. Moreover, the contact stated that the customer did not program the basal rates correctly. At the time of the call, it was confirmed that the correct basal rates are in the pump. Instructed contact to have the customer call back when customer feels better.